Event description:
It was reported that an in-stent restenosis of the xience v stent was observed and treated on (B)(6) 2010. Percutaneous transluminal coronary angioplasty was performed on (B)(6) 2010 to treat a heavily calcified lesion in the distal right coronary artery. After pre-dilatation, the 3.5 x 12 xience v stent was deployed. Post-dilatation was performed and intravascular ultrasound (ivus) confirmed proper stent apposition. On (B)(6) 2010, 90% in-stent restenosis of the xience was observed. A non-abbott balloon pre-dilated the lesion and a non-abbott stent was deployed. The stent was post-dilated and ivus was performed to complete the procedure. No additional info was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported pt effect of restenosis is listed in the product instructions for use as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.